Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the rx voyager balloon ruptured at the first inflation between 4 and 10 atm. Reportedly, there were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results - a conclusive root cause could not be determined for the balloon rupture. Evaluation summary: quality assurance analysis revealed that the rx voyager balloon catheter was returned with blood visible in the balloon, guide wire lumen, inflation lumen and on the hub. There was no contrast visible. The balloon was loosely folded. There was a longitudinal rupture on the balloon, 3 mm proximal to the balloon distal marker for a length of 7 mm. There were scratches on the balloon, .5 mm proximal to the distal end of the balloon distal marker. There was a bend in the hypotube, 75 cm distal to the strain relief tubing. There was no other damage noted to the catheter. Product performance engineering reviewed the incident info and the returned balloon catheter analysis. Reportedly, there were no adverse patient effects observed as a result of the balloon rupture. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification and tortuousity, or insufficient preparation prior to use. In this case, the lesion was mildly tortuous and calcified with 99% stenosis, which may have contributed to the difficulties experienced. The balloon catheter was returned with blood visible in the balloon, guide wire lumen, inflation lumen and on the hub, which is consistent with the use of the device and a leak or rupture as reported. The balloon was loosely folded, indicating that the balloon had been initially pressurized at some point during the procedure. The analysis confirmed that there was a longitudinal rupture on the balloon proximal to the distal marker. In addition, there were scratches evident on the outer surface of the balloon near the rupture location. It is possible that the balloon material was damaged (scratched) during interactions with other devices or the tortuous and calcified lesion, such that the balloon ruptured upon inflation, therefore, based on the incident info and returned device analysis, the balloon rupture appears to be related to mechanical damages to the balloon material due to circumstances of the procedure. Also noted during the analysis was a bend in the hypotube distal to the strain relief tubing. However, since no damage was observed during product inspection prior to use, this damage likely occurred during or after the procedure, or possibly a result of packaging for shipment back to abbott vascular for analysis. A review of the finished device lot history record did not reveal any non-conforming material reports associated with this lot that could have contributed to the balloon rupture. This MDR is considered closed by the product performance group.